Manufacturer narrative:
Continuation of d10: product ID {d-evprop2329us}; product lot/serial number (B)(6). Delivery catheter system (dcs)}; product ID {l-evprop2329us}; product lot/serial number {(B)(6). Product type: {compression loading system (cls)}; this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve (B)(6), the two-hour electroc ardiogram (ECG) showed atrial fibrillation (afib) with rapid ventricular response (rvr) and left bundle branch block (lbbb). No treatment was provided, and the conditions resolved the same day. No adverse patient effects were reported. The left bundle branch block (lbbb) was still ongoing at the one year follow-up electrocardiogram (ECG). No adverse patient effects were reported. Additional information was reported that after the implant of the valve, a hematoma developed at the left vascular access site. Manual pressure was applied to the hematoma. Following the valve implant procedure, anemia occurred. A blood test showed hemoglobin (hb) levels at 10.0 grams per deciliter (g/dl). The patient had a history of anemia and no treatment was required. Per the physician, the anemia and hematoma were related to the valve implant procedure and not related to the valve or dcs. The afib required amiodarone to be administered and the patient converted to normal sinus rhythm (nsr). Afib, hematoma and anemia resolved. No further treatment was required. No additional adverse patient effects were reported.